Manufacturer narrative:
Inflation device: encore; gw: spindle; bc: jackal; stent: smart control. The product was returned for inspection. The reporter did not note any product issue upon removal of the wire from the patient or before shipping the product for evaluation. One non-sterile guide wire pgw .018 sv short 300cm st was received coiled inside of a plastic bag. The distal tip presented a kink/bent at the distal end. The coil tip presented an unraveled condition at the distal end. No other visual damage was found. The distal tip and coil tip were observed under a microscope and the damages were confirmed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10121306. This packaging lot contained 255 units, which were shipped from lake region medical on april 30, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the costumer as "distal tip- kinked/bent" was confirmed due to product received conditions. The time and place of this damaged could not be determined, but it does not appear to be manufacturing related. The unraveled condition found on the coil tip during analysis could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). If the guidewire is moved excessively, it may break or become damaged. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Based on the information available for review, there are possible vessel characteristics (95% stenosis, heavily calcified and moderately tortuous) and procedural factors that may have contributed to the kink/bent reported and unraveled condition observed during analysis. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that the physician advanced the pgw .018 sv short 300cm st guidewire to the target lesion from a femoral approach and the distal portion of the guidewire became kinked/bent making it to deliver it to the target vessel. Therefore, the physician stopped using the sv wire and a different guidewire (spindle) was used instead. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The target lesion was the superficial femoral artery. The lesion was reported to be: a 95% stenosis, heavily calcified and moderately tortuous. Addendum: the results of the product analysis indicated that the coil tip presented an unraveled condition at the distal end.